Event description:
An aus device was implanted on 10/5/92. The cuff was revised on 12/4/95. The balloon was revised on 4/29/96. On 2/4/97 the balloon was removed from the pt, due to fluid loss. A balloon and tandem cuff were implanted.